Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a photo and video of a 10 ml luer-lok syringe (part number 309605) were reviewed. The photo shows minor voids in the print on two graduation lines; however, more than 50% of the markings are intact, meeting specifications. The video depicts a loose syringe filled with an unknown clear fluid, capped with an unidentified white tip, and an air bubble visible near the stopper. No reported defects such as cracks, missing or faded markings, or foreign particles were observed in either the photo or video. The syringe condition appears acceptable per product specifications; however, a physical sample is required for a thorough evaluation and root cause analysis. Additionally, a device history record review was completed for the provided lot numbers 5121433 and 5211788. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material: 309605 batch #: unknown (provided lot 5121433, 5211788). Verbatim: rcc received a complaint via email. Email(s) attached during compounding of lot # 20251008-96d150 the following syringe issues were noticed, 1 cracked syringe - available for return 1 syringe with no markings ¿ not available for return. 1 syringe with faded markings¿ not available for return. 1 syringe will almost no markings¿ not available for return 2 with foreign particulate on the rubber stopper (does not appear to move) ¿ not available for return two different lot# were used in compounding so I¿m unsure the lot # in which the complaints are from. Date of the complaint is 10-08-2025 no patients are involved. (B)(6) 2025pcc-25-135 sterile syringe tray 10ml 309605 expiry 4/30/2309 and 6-30-2030 (B)(4) syringe markings missing markings, faded markings 3 (B)(6) 2025 pcc-25-135 sterile syringe tray 10ml 309605 expiry 4/30/2309 and 6-30-2030 (B)(4) foreign particulate sitting on the stopper 2 (B)(6) 2025 pcc-25-135 sterile syringe tray 10ml 309605 expiry 4/30/2309 and 6-30-2030 (B)(4) cracked syringe barrel cracked 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.